Event description:
"Early slippage of band, causing dilatation of first compartment with perforation of the stomach - prolongation of hospitalization." Device was explanted but exact date not specified.